Manufacturer narrative:
The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event. Thus, lot history and device history record (DHR) could not be reviewed. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. Since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, glaucoma filtration device did not deploy. Additional information has been requested.